Event description:
Pt had bilateral silicone breast implants inserted. The right breast implant was discovered ruptured in 11/01 by ultrasound and mammography. Pt was admitted to same day surgery. Both implants were removed and replaced with saline implants. The left breast implant was intact, but the right one had ruptured.